Manufacturer narrative:
The customer¿s report of a leaking set was confirmed. However; the leak was observed on the female luer and not the check valve as reported by the customer. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.4425 inches long. The luer was inspected under magnification; no stress marks were observed. Functional testing was performed; a leak was observed to flow through the crack on the female luer. The cause of the leak was identified as a crack. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing was leaking from the back check valve. No patient harm reported.